Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, called about a patient on a pump who has now become a donor patient. User stated augmentation dropped and iab migrated. The esp personel had explained augmentation and factors that affect it. User had no more questions and our call ended. No harm or injury reported.